Event description:
A 28 mm diameter x 16 mm diameter x 16.5 cm length aneurx bifurcated stent graft with xpedient and its components were implanted into a pt for the endovascular treatment of an abdominal aortic aneurysm in 2003. Aneurysm and vessel morphology are unk. It was reported that the 3-dimensional imaging showed the aortic neck to be angled 41 degrees, however, final angiogram demonstrated that the aortic neck appeared to be over 60 degrees. It was reported the bifurcated stent graft slipped out of the aortic neck into the aneurysm due to the severe angulation. The physician elected to convert the pt to open surgical repair. The pt was reported to be doing well and no additional sequelae were reported. The analysis for the returned device has been completed. The integrity of the stent, fabric and sutures on explant were intact.